Event description:
Dealer alleges the tb3 recline actuator broke while patient was tilting in unit. Dealer alleges patient was stuck in chair for over 30 minutes and required being taken to emergency by ambulance.

Manufacturer narrative:
The device was returned and evaluated. The device had a weld failure.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Dealer alleges the tb3 recline actuator broke while patient was tilting in unit. Dealer alleges patient was stuck in chair for over 30 minutes and required being taken to emergency by ambulance.